Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The information you provided has been entered into ourquality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improvethe performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.

Event description:
This patient had a pocket revision due to a non-healing pocket dehiscence. The patient had previously fallen and hit her chest.